Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned trial confirmed the complaint; approximately a quarter of the perimeter broke off. The root cause is attributed to misuse; evidence present indicates instrumentation was used to pry the trial out of the cup rather than unscrewing the threaded insert as would be intended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial liner is broken.